Event description:
Voluntary medwatch received states that the patient presented at the clinic with dizziness and pre-syncope. Review of noise episodes confirmed myopotential over-sensing causing false atrial tachy response (atr), non-sustained ventricular tachycardia (nsvt) episodes and pacing inhibition with asystole. The patient experienced discomfort due to pocket stimulation during programming changes. No additional adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch report received: mw5163179.